Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the viewing station of the imaging system shut down within 3 minutes of being unplugged, confirming the reported issue. The representative then replaced the uninterruptible power supply (ups) battery for the viewing station of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups batteries have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the viewing station of the imaging system shut down immediately after being unplugged. The rt reported that the imaging system was not in use at the time of the reported incident and the system was not needed for completion. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.